Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-32354; related manufacturer reference number: 3006705815-2020-32355; related manufacturer reference number: 1627487-2020-33152. It was reported the patient experienced ineffective stimulation following a fall. Xray imaging identified lead migration as well as lead fractures and one anchor fracture. Surgical intervention was undertaken wherein both of the patients leads and the fractured anchor were explanted and replaced. Surgical intervention addressed the issue. Note: both anchors are being reported as it is unknown which anchor was effected.